Event description:
During initial morning assessment, patient told me that while he was being pulled up in bed by his nurses from the previous shift, the head of the bed fell flat and he felt increased back pain as a result. He stated that he thought it fell about 6-8 inches. Transferred patient to another bed.====================== manufacturer response for bed - electric, general care, bed - electric, general care======================the bed is functioning correctly, however the event was caused by accidental activation of the emergency CPR. The handsfree® emergency CPR is in close proximity to the caster & braking system. It allows user to accidentally activate the emergency CPR system (a consideration for future purchases).